Manufacturer narrative:
For the events related to e 2012065, all 4 devices were returned and evaluated. All 4 were identified to have a root cause of operational context.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012065 for product code lqr. This report covers 4 reported events of tome wire breaks. Of the events, one of the patients was male. All other demographic information is unknown.